Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and the malfunction did not recur. The customer was advised to continue using the pump and call back if the malfunction code reappears.